Event description:
It was reported that when an asymptomatic patient presented for a non-cardiac related surgery pre-operative check, post paced t-wave oversensing on the ventricular channel was observed on the real time egm. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The device was later explanted due to eri and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.